Event description:
A caller reported a malfunction on a pump. There was no reported impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues arose again, which the caller acknowledged and understood.